Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. No drug information was provided. It was reported on (B)(6)2016, the patient had the pump removed because they were becoming ¿rather lopsided¿. Per the patient, only the larger pump was available when they had their implant 13 years ago. The patient lost some circulation to their left leg which caused swelling and non-healing sores. The patient slept on one side of their body, and so eventually, had some spinal compression. The patient also could not lift their left arm up all the way. The patient also had problems with their left hip. The problems took a long time to develop. The patient stated the smaller version of the pump would have mitigated them. The patient just took morphine in pill form. It wasn¿t perfect, but ¿ok¿. No further patient complications were reported.